Event description:
It was reported that following a trial procedure, the patient started to experience abdominal swelling and headaches which opted patient to go to the emergency room (ER). It was also discovered that the patient had some bleeding from the lead site and determined that the stimulation was causing discomfort throughout the patients body when stimulation was on. It was also reported that the patient was experiencing stimulation to non target areas despite reprogramming done. The physician believed that there might be some irritation from lead placement and that the trial would be stopped and recommended patient to delay lead pull until the bleeding has stopped. The patient reported decrease in pain after leads were pulled. The explanted leads will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc231650e0. Model: sc-2316-50e. Serial: (B)(4). Batch: 7168337.